Manufacturer narrative:
No report of patient involvement. (B)(4). The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The n2o gas control module was replaced to resolve the reported issue.

Event description:
The hospital reported that pre-use checkout failed with n2o mixer hardware failure message. There was no reported patient involvement.